Event description:
Customer's family member called to report the pump had a no delivery alarm. It was stated that they were trying to clear the alarm and bolus but the alarm continued. Troubleshooting was performed. The unit alarmed again. Device was not dropped, bumped, or exposed to moisture.